Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a receiver and surgical lead, on (B)(6) 2005. It was reported that the pt's transmitter was unable to locate the receiver. A replacement external device was shipped to the pt, but it is currently undetermined whether this device resolved the issue. No further information is available. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in explant of the device.